Event description:
Chronic rv lead issues and previous ra unipolar lead alert for low lead impedance. Chronically high rv thresholds. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).